Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet charger would power on momentarily and then shut off, resulting in the charger not charging the device; troubleshooting was performed with the user, and a replacement charger was shipped. Symptoms included no clinical symptoms. Outcomes included no impact to health. Investigation included user troubleshooting and education. Investigation of this case revealed a malfunction of the charger consistent with intermittent power failure of the charging accessory. It was concluded, based on previously established findings for similar reports, that the cause was a component failure of the charger.